Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited high thresholds and oversensing leading to inappropriate detection. The patient experienced chest pain and an echocardiogram showed no effusion. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.